Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the vibration box that was open and bleeding. Follow up indicated that medical staff provided an antibiotic cream and the sore was healing.